Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device leaked. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspections. The sample was not returned for investigation. Therefore, without actual or representative sample returned for investigation, the actual root cause of this phenomenon could not be determined. Leak balloon could happen due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore, complaint is not confirmed.

Event description:
It was reported that the device leaked. There was no patient injury.